Manufacturer narrative:
The insulin pump was received with cracked bleeding lcd, cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's lcd was broken. The customer stated they were unable to read the display as a result of the scratches. Customer's blood glucose was unknown. The customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.